Manufacturer narrative:
This device was explanted. Pending the completion of lab analysis, this section will be updated appropriately. Boston scientific's post market quality assurance laboratory determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This reset is normal diagnostic behavior and does not have any impact on the therapy provided to the patient. The device performed normally throughout analysis and was found to be functioning as designed.

Event description:
Boton scientific crm received information that the lead safety switch tripped on the right ventricular lead due to unknown impedance measurements. Information was later received that noise was oversensed on the ventricular channel. As a result, this device was explanted.